Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's both the ipgs (cervial and thoracic) are loose in the pocket since patient lost a significant amount of weight. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgical intervention took place on 22 july 2025, whreein both the ipgs were explanted and replaced to address the issue.

Manufacturer narrative:
Updated a4 - patient weight.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.